Event description:
The reporter stated the up arrow keypad button was not responding. The reporter indicated that she and the patient had to hold the up arrow keypad button down and wiggle it around in order for the up arrow keypad button to respond. The reporter stated that the patient wears the pump attached to a belt.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.